Event description:
It was reported that the ventilator contaminated with water and generated a communication error. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Our field service engineer was on site to investigate the issue. Inspiratory and expiratory pressure transducer and expiratory channel printed circuit boards (pcb) were found contaminated with water and replaced with the new ones. Then the ventilator passed all functional and safety tests and returned to clinical use. The pcb's were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. No logs could have been retrieved by our field service engineer due to water damage of the electrical components. The root cause of the reported issue is attibuted to user error.

Manufacturer narrative:
Our field service engineer was on site to investigate the issue. Inspiratory and expiratory pressure transducer and expiratory channel printed circuit boards (pcb) were found contaminated with water and replaced with the new ones. Then the ventilator passed all functional and safety tests and returned to clinical use. The pcb's were not further investigated since ingress of liquid/corrosive substance on printed circuit boards can cause failure/short circuits which might lead to a ventilator malfunction. No logs could have been retrieved by our field service engineer due to water damage of the electrical components. The root cause of the reported issue is attibuted to user error.

Event description:
It was reported that the ventilator contaminated with water and generated a communication error. There was no patient harm. Manufacturer ref.#: (B)(4).